Event description:
The customer reported an inaccurate insulin gauge. There was no adverse impact to the customer's blood glucose level. The caller declined additional troubleshooting for the reported issue, and technical support documented the issue and closed the case without further action required.